Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the pump received no delivery alarm. The customer¿s blood glucose was unknown. Customer stated had issues with the pump, customer would fill insulin and then pump will say no delivery alarm. Customer stated that he was going to put more insulin in the reservoir and see if he had any more bubbles. The pump will not be returned for analysis.